Event description:
We received a report that a patient experienced a two diopter unexpected post-operative refraction after the implantation of an intraocular lens (iol). Review of biometry measurements appeared to be correct. The iol was explanted and another lens placed during the same procedure.

Manufacturer narrative:
Device mfg date: july 4, 2013. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.